Event description:
The customer reported a disk capacity error and the system would not boot up and was crashing. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The foot switch was replaced. The system was then found to be operating as intended.